Event description:
Heel warming pack for infant heels became an ice pack when activated instead of a heat pack, verified with 2nd rn and aprn device was becoming colder/forming ice pack not room temperature.